Event description:
The iab was inserted into the patient on 2/5/97 at 7:00 pm. The iab was removed on 2/6/97 at 9:45 pm. The iab did not malfunction. As a result of the event, the patient had an ischemic complication. (Event complications: the patient had an ischemic complication) - reported 2/13/97. (Pt's current status: expired - rpt'd 2/13/97.)